Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-13716. It was reported that one of the patient's leads had high impedances from a possible fall. It was noted that both leads had migrated, and lead fracture was observed on one. Therapy was achieved from the patient's other lead. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead was fractured, so it is being reported on both.